Manufacturer narrative:
G4 has been updated.

Manufacturer narrative:
Section d10 was updated. Section h10: the real intelligence point probe, part number rob10017, lot number 20fct0029, intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with product mishandling. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number:(B)(4). Section d4 was corrected.

Event description:
It was reported that while setting up for a cori assisted tka surgery, the real intelligence point probe fell to the ground and its tip got bent. The procedure was performed, after no delay, with manual technique. Since incident occurred before procedure; patient was not yet involved.

Manufacturer narrative:
Internal reference number: (B)(4).